Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation . A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: was surgery delayed due to the reported event? No, patient status/ outcome / consequences no the following information was requested, but unavailable: - what was being done when the needles loosened from the thread (removal from package / during handling prior to use on patient/ during passage through tissue / during tying)? *no additional information can be made available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle loosened from thread. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 3. Manufacturer email, h 3. Device evaluated by manufacturer? Additional information: h 6. Component code, 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. H6 component code: g07002 - no device problem found. H3 testing of actual/suspected device 1 investigation summary: the product was returned to ethicon for evaluation. One empty labeled winding former and two small needle- sutures pieces were received for analysis. Product code eh8030h, this product code is double armed. During the inspection of the needle-sutures pieces, the swage and attachment area were noted to be as expected, and no needle pull off was noted. The suture was examined, and the extremes were noted to be cut probably caused by a surgical instrument. The functional test was not possible because the suture was received with a short length. The instructions for use contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. H3 testing of actual/suspected device 2 investigation summary: the product was returned to ethicon for evaluation. One empty labeled winding former and two small needle- sutures pieces were received for analysis. Product code eh8030h, this product code is double armed. During the inspection of the needle-sutures pieces, the swage and attachment area were noted to be as expected, and no needle pull off was noted. The suture was examined, and the extremes were noted to be cut probably caused by a surgical instrument. The functional test was not possible because the suture was received with a short length. The instructions for use contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Device history review: a manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.